Event description:
Zodiac polyaxial setscrew cracked while tightening with torque wrench during surgery. The surgery was delayed because of the cracked set screw. Device remains in patient at this time.

Manufacturer narrative:
Device remains in patient at this time.